Manufacturer narrative:
The ge svc rep cleaned and regreased the candlesticks. He performed a filament and hv generator calibration. System functions as intended.

Event description:
The customer states that the tube makes a popping noise while making fluoro exposures.